Event description:
It was reported that during an implant attempt, the atrial lead helix would not retract or extend. The lead was removed and tested externally and the helix was then able to be moved. The lead was not implanted; rather, a different atrial lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, guidetooth was damaged, and there was apparent explant damage. The analyst visual comment noted that the lead was received with the helix fully extended and the distal conductor distorted and fractured within the connector and that the distal conductor has been over-retracted and fractured in the connector.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the distal conductor fractured due to overstress, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, guidetooth was damaged, and there was apparent explant damage. The analyst visual comment noted that the lead was received with the helix fully extended and the distal conductor distorted and fractured within the connector and that the distal conductor has been over-retracted and fractured in the connector.